Manufacturer narrative:
(B)(4). The system error (se) 2240 was identified during a review of a returned homechoice (hc) device with occurrence (B)(4) 2010; there was no report for this alarm called in by the customer. Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted.

Event description:
A system error (se) 2240 was found during a review of the event logs of a returned homechoice (hc) cycler.